Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6): migration at 2 yr. On (B)(6) 2015, the patient received a ztlp-p-32-155-ci2 proximal component. There was no difficulty deploying the device and no additional procedures were performed. On the completion angiogram, the analysis noted that the device were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2015 (one day post-procedure). Follow-up CT scans: (B)(6) 2015 (1-month follow-up): analysis: ulcer depth 9 mm. Device patent and intact with no kinks or endoleaks. On (B)(6) 2015 (6-month follow-up): analysis: ulcer depth 5 mm. Device patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2016 (12-month follow-up): analysis: the ulcer has resolved. Device patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2017 (2-year follow-up): analysis: the ulcer has resolved. Device patent and intact with no kinks, or endoleaks. Cranial migration of the proximal component was noted. ¿elongation of l6, l7 and change in graft relationship to aortic landmarks (distal ulcer, level of lumen dilation)¿ additional comment by analysis md: ¿there is now a measureable outpouching of aorta outside the endograft that is just below the level of the original ulcer, measuring 5.77 mm in maximum diameter. This appears likely to be separate from the target lesion, and is slightly more prominent than at 12 months. There is no enhancement to suggest endoleak. This is seen approximately 128 cm from the lcca and the distal aspect is approximately 114 cm from the celiac axis. The overall aortic diameter is very similar to 12 months. The 12 month study is reviewed, and again it appears that at 12 months, the ulcer is essentially resolved. This finding may be due to slightly more angulation of the endograft at this level, causing slight narrowing of the device. This angulation of the device is also due to migration of the distal aspect of the device in a cranial direction, causing more overlap of stents.¿ comment on 2-year follow-up x-ray done on the same day as the 2-year CT: no migration noted. The aorta appears to have increased angulation and the device now has more stent overlap in the central portion than seen at 1 month, but no definite migration is noted. No change compared to 24 month. Patient outcome: the patient has completed the 2-year follow-up. There have been no secondary interventions to date.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: this complaint was reinvestigated due to additional information provided 08jun2018. The information stated a cranial migration of the distal end of the stent graft and angulation. This migration resulted in overlap of stents. According to the received information, at 1 month, the device was not angulated and there was no overlap of stents. At 24 months, angulation was beginning and there was partial overlap of stents at the distal 1/3 of the device. At 36 months, the angulation has increased and there is significantly more overlap of stents. Additional 36 month non-contrast CT and x-rays imaging are reviewed, superior migration of the distal endograft is confirmed. The migration was primarily the result of pre-existing aneurysmal dilation below the endograft, now engulfing the endograft before terminating at the progressive aortic angulation. The original intended to treat lesion remains resolved. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Re-investigation is still in progress.

Event description:
New information received 08jun2018. CT scan: (B)(6) 2018 (3-year follow-up). Analysis: device intact with no kinks. Patency and endoleaks could not be assessed due to non-contrast exam. Cranial migration of the proximal component was noted. ¿increase in l6 & l7 with a decrease in l8¿ additional comments from analysis: the original pathology is ulceration. At 12 and 24 months, the ulcer was essentially resolved. Over time, the aorta continues to change, with growth just below the original ulcer site. The device has migrated cranial at the distal aspect, with overlapping of stents and development of angulation at the site of pathology. The device is no longer coapting to the wall at the level of the pathology or below. D9 is measured as ulcer, with now 9mm diameter, but the pathology may be changing to aneurysm as the aortic wall pathology progresses. The maximum taa diameter is now 44.6mm. Chest x-ray: (B)(6) 2018. Comments from analysis: at 1 month, the device was not angulated and there was no overlap of stents. At 24 months, angulation was beginning and there was partial overlap of stents at the distal 1/3 of the device. At 36 months, the angulation has increased and there is significantly more overlap of stents.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: based on the information provided in the complaint file and the imaging review it was not possible to determine the exact root cause of the reported event. However, 10 mm superior movement of the distal end of the proximal component, just meeting the migration threshold, is confirmed. The majority of the increased distance between the celiac artery and the endograft was secondary to aortic elongation, though. Only a single proximal component was implanted. Absence of a distal component, superior migration of the barbless distal end can occur. Increased mid graft angulation was secondary to aortic elongation. The intended to treat ulceration has resolved. An additional aneurysm or ulceration distal to the endograft was developing. Internal actions has previously been initiated due to this type of event, where risk has been mitigated. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.